Manufacturer narrative:
Inspected three sealed reeservoir. Performed fill test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Event description:
The customer reported that insulin between the reservoir and transfer guard connection leaked. The blood glucose reading was 400mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.